Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: catalog number: partial number indicated, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown as the serial number was not provided. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section e1 - telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2025, a patient was implanted with a preloaded intraocular lens (iol). Account provided that the calculation was done by surgeons at the clinic. The surgery was completed without issues; however, during follow-up examinations, it was observed that the iol was approximately 10 degrees off the intended axial position. This resulted in the patient experiencing about 1.75 cylinders of residual astigmatism and not achieving the expected visual acuity. The iol was not repositioned rotationally as it was within the practice's tolerance. The customer indicated that the issue was not due to a lens defect but could be related to the insertion or measurement process. No further details were provided.